Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a21. Customer's blood glucose was unknown mg/dl. It was explained to the customer that a21 is a program safety alarm on paradigms x15 and up. The customer stated pump alarm while in use. The customer stated device had multiple alarms during battery changes. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump passed displacement test and a21 test. No unexpected a21 error alarm noted during our testing. However, the insulin pump was received with cracked case at the display window corner and minor scratched lcd window.